Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP pro device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed visible foam particles. The technician also confirmed presence of tobacco and fluid contamination in the device as secondary findings. The device was scrapped.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation CPAP pro device. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found and during the evaluation secondary findings were observed the third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.